Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct the initial MDR. Updated fields: d8, h3, and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the reported event. Thus, correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also be marked as malfunction and not serious injury. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The following factors may affect the angle knob sliding: ·foreign material is stuck in the angle knob sliding parts (sprocket). ·the angle knob shaft is distorted due to external stress such as impact or dropping of the control unit. ·the angle knob sliding parts may have corroded due to water or moisture. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the angulation on the colonovideoscope became stuck in a flexed position and would not return to a straight position. The issue occurred during a diagnostic colonoscopy. The procedure was prolonged greater than 30 minutes and completed with a back-up device. There were no reports of patient harm.